Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient sustained a skin irritation while wearing the lifevest. The skin irritation was described as red spots that were swollen, aching, and weeping. The patient's doctor advised the patient to remove the lifevest for 7 days. There is no alleged device malfunction. The patient reported using an otc salve on the skin irritation. Follow up was completed and the skin irritation was almost healed.